Event description:
It was reported that an asymptomatic patient presented after receiving a notifier for an incorrectly diagnosed non sustained lead noise episode. Mismatch between the near field and the far field channel resulted in non-sustained lead noise incorrect diagnosis. It was also noted that there were inappropriate noise reversions on the atrial channel. The patient will be monitored. No further information is available at ths time.